Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep). The drug being delivered was unknown. The reason for use was not reported. It was reported that the patient came to the clinic for a refill on (B)(6) 2019. They were unable to fill, and an x-ray showed the pump flipped. Environmental/external/patient factors that may have led or contributed to the issue included loose skin and the patient manipulates the pump. There were no interventions/actions that were taken to resolve the issue. Surgical intervention had not occurred and it was unknown if it would occur. The issue was not resolved at the time of the report. The patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.